Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years and 7 months due to calcification, stenosis and regurgitation. Per the operative report, an echocardiogram showed that the subject valve had calcified and was now severely stenosed and the valve leaflets were thickened and the motion was restricted. A cardiac CT scan revealed a large false aneurysm emanating from the left ventricular outflow tract anterior to and between the left coronary and the right coronary vessels beneath the annulus. The pathology of the aortic valve revealed degenerative (senile). A 19mm edwards valve was seated and tied in place in the standard fashion. Once the patient was off bypass and after full air drills were done, there was no evidence of any blood going into the aneurysm and the valve function was good without leaks. The patient was fully weaned from bypass and the tee looked good.

Manufacturer narrative:
(B)(4) = the bioprothesis valve leaflets were thickened and the motion was restricted. Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be confirmed, the stenosis and regurgitation was likely due to the "valve had calcified and was now severely stenosed and the valve leaflets were thickened and the motion was restricted" noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). No further actions are possible with the available information.